Event description:
Patient reported that he was implanted with prodisc-l in 2008 and his doctor told him the prodisc-l is "moving". This report is #1 of 3 for the same event.

Manufacturer narrative:
The device is used for treatment, not diagnosis.(B)(4).

Manufacturer narrative:
The device is used for treatment, not diagnosis. A product event evaluation was completed (no device was returned). (B)(4)

Manufacturer narrative:
Investigatio could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.